Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, serial# product type: lead. (B)(4).

Event description:
It was reported that there was pain at the stimulator location outside of the recharging process. There was also a burning sensation at the stimulator location. The patient experienced day hospitalization on (B)(6) 2014. There was an invasive procedure where a protective shell in dacron had been put in placed on (B)(6) 2014. There would be dressing for several weeks. The patient¿s status at the time of report was alive with no injury. The outcome was resolved.